Event description:
The customer reported for baxter (B)(4) of two interlink system buretrol add-on set where the valve is missing. This incident occurred prior to use. No patient injury or medical intervention associated with this event. No other information is available.

Manufacturer narrative:
(B)(4). A sample is reported to be available but has not yet been received for evaluation. If additional information or samples become available, a follow up report will be submitted.